Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer removed the battery and replaced it with a new (B)(6) battery three to four hours later, but the button error alarm persisted; none of the buttons would respond properly. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.